Event description:
The patient reported frayed and exposed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. External visual inspection of returned material revealed exposed/frayed wires to the power supply. The reported event of frayed and exposed wires was confirmed.